Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 200 ohms. Testing of the system was able to reproduce out of range measurements with the patient moving their arms. The ICD was reprogrammed and remains in service. No adverse patient effects were reported. The patient also reported hearing a tone come from their device, however it was later determined this tone did not come from the ICD and may have been external in nature.